Event description:
It was reported that during an aveir dr leadless pacemaker system implant procedure, since the patient's entire chest was sterile, electrocardiogram (ECG) patches had to be placed on the patient's back. During right ventricular (rv) threshold test, there was loss of capture. The merlin programmer had lost communication and froze. The patient went into asystole; cardiopulmonary resuscitation was performed and a temporary pacing wire was placed. Ribs were likely broken from compressions. ECG patches were repositioned to the chest and conductive communication was restored, the leadless pacemaker was programmed and the procedure was successfully completed. The patient was recovering following the procedure.